Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station server had an incorrect inactivity day setting. A technical support specialist identified that the medsurg1 and medsurg2 stations were set to display inactive patients for up to 60 days. To resolve a patient visibility issue, the tss advised increasing the inactivity day setting and performing a transaction to reset the patient's inactivity and strongly recommended setting the inactivity period to 60 days. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient did not populate at the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.